Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient had 1200ml of blood loss requiring one unit of blood during the procedure. No further information is available.

Manufacturer narrative:
Concomitant medical products: 15-103207 stem, lot unk; 650-1058 femoral head-ceramic, lot unk; 13-104166 shell, lot unk; unk part/lot, liner; 650-1065 ceramic sleeve, lot unk.